Manufacturer narrative:
A ge rep evaluated the system and found the key was not in the enable position. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported cannot raise or lower the c-arm. No pt injury was reported.